Manufacturer narrative:
Block h6: supplemental report #2 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4307 (cause traced to component failure) to 4308 (cause traced to transport/storage).

Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #2 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Internal reference: 216766 this case was reviewed and investigated according to the manufacturer's policy. Inadvertent entry error. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to correct.

Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic coronary procedure the image disappeared on the manufacturer's device. Additional information provided no damage was observed to the device prior to or after the procedure. The device was inserted into the patient's severely calcified lesion three (3) times with no resistance reported. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. Visual, microscopic inspection, and image testing were performed on the returned device. Deep ridged grooved scratches were as well as a portion of the adhesive was observed to be lifted and missing. In addition, portions of the polyimide were missing. The results of the image test produced an incomplete image. Due to the damaged state of the scanner, the probable cause of the reported failure could not be determined by the investigation. Though no damage to the device was reportedly observed before or after the procedure, the probable cause of the observed missing adhesive and missing polyimide could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because portions of the device were missing and it could not be concluded when the separation occurred. There is a potential for harm if the malfunction were to recur.